Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6) 2024. It was reported that the patient was experiencing new non-baseline urinary/bowel symptom of gas. The issue was not resolved and was ongoing. Additional information was received from the patient on 2024-sep-14 stating that they took laxatives to resolve their bowel blockage and found success as they had two bowel movements early this morning. Additional information was received from the patient on 2024-sep-15 reporting gas in their stomach. Additional information was received from the patient on 2024-sep-17 stating that they had their leads taken out today. They stated they fell out, so they justremoved everything.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.